Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 3 of 3 for the 3rd handpiece used in the case and is linked to mfg report numbers 3006697299-2025-00028 and 3006697299-2025-00031: a defect occurred during surgery: the cusa excel had a cooling water alarm: the handpiece (hp) (et4662, pr (B)(4)) (tip) was installed correctly. While testing the hp, the amplitude light only rose to 10% instead of the 100%, so giving hp alarm. When testing the hp again, then it gave cooling water alarm. A second cusa hp (B)(6) (pr (B)(4)) was used and worked 1 or 2 times and went back in cooling water alarm many times. The surgery team continued surgery with the cusa excel after each use (of 30 seconds (+/-?)) Shut down cusa and starting it up again. The surgery was extended for more than 30 minutes. The third hp (B)(6) (pr (B)(4)) was tested also during the surgery but didn't work. (The sales rep said that it was overtorqued). The surgical outcome was ok.

Event description:
N/a.

Manufacturer narrative:
The excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident was observed. Failure analysis - the investigation of the unit confirms that the handpiece (hp) failed and is overtorqued. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the hp by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the hp and the hp connector. A corrective and preventative action (CAPA) has been raised to investigate if output from technical note for ¿hp overtorqing¿ ensured that the information was updated and distributed to all relevant parties, for example post operative intervention for purposes of removing tip and cleaning.